Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a morphine infusion at 20mg/hr was being administered to a palliative patient. The alarm repeatedly indicated a downstream occlusion. Multiple line flushes were performed, and the infusion was switched from a PICC to a piv, but the alarm persisted. No roller clamps were clamped. A new bag was primed and tried with the same pump, but the issue remained. The pump was taken out of service, and the line was connected to a different pump, which functioned correctly. The infusion had been trouble-free until this point. It took two nurses over 30 minutes to troubleshoot the pump.